Event description:
It was observed that during the device evaluation, the subject device exhibited coupler detached. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: coupler detached. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is due to coupler detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.